Manufacturer narrative:
Corrected data: upon review, it was determined that the h6 "investigation findings" code listed on the previous follow-up report was incorrect.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty power supply could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty power supply. Additionally, there was found to be low light in vision due to foggy lenses, the thermo switch was damaged and needed replacement, and the turret was broken and needed replacement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that while using the visera xenon light source, the main lamp did not light but the spare lamp did work. The issue occurred during maintenance and there was no procedure involvement. There was no patient harm associated with the event.